Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal cap gluing missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the distal cap gluing. In addition, our technician confirmed that the root brace rubber (insertion flexible tube) cut; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).